Event description:
In an abstract titled "two year clinical results of x-stop interspinous decompression device in the management of symptomatic lumbar canal stenosis", the following events were reported: two x-stop explants after slippage. One intra-operative tear. Two slips with epidural injection. No additional information was reported.

Manufacturer narrative:
Report source: abstract titled "two year clinical results of x-stop interspinous decompression device in the management of symptomatic lumbar canal stenosis" by anjali nandakumar, mbbs, natasha annette clark, bsc, mbchb, mrcs, naval bilolikar, et al. Device not returned, internal review of literature, follow-up with author.